Event description:
It has been reported to philips the end-tidal co2 unit operates intermittently according to crews. I have not been able to reproduce the problem, but I have observed it during a call by watching the corsium screen and seeing the etco2 operating intermittently.